Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned dilution results for 1 patient sample tested for elecsys anti-tpo (anti-tpo) on a cobas e 411 analyzer (rack system). The initial result was > 600 iu/ml. The sample was repeated with dilution and the result was 74.70 iu/ml (calculated result 448.2 iu/ml). On (B)(6)2025 the sample was run with no dilution and the result was > 600 iu/ml. The sample was repeated with dilution twice with results of 69.99 iu/ml (calculated result 419.94 iu/ml) and 89 iu/ml (calculated result 445 iu/ml). The customer questioned why the diluted results were lower than the undiluted results of > 600 iu/ml. On (B)(6)2025 the customer repeated the sample using a new diluent and the result with an x5 dilution was 101.2 iu/ml (calculated result 506 iu/ml). On (B)(6)2025 the customer performed additional dilutions with the following results: 1:2 dilution was 314.3 iu/ml (calculated result 628.6 iu/ml). 1:8 dilution was 114.0 iu/ml (calculated result 912.4 iu/ml). 1:20 dilution was 33.33 iu/ml (calculated result 666.6 iu/ml). No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The results provided relate to the non-linear dilution behavior of anti-tpo. Product labeling states: "samples with anti-tpo concentrations above the measuring range can be diluted manually with diluent universal. The recommended dilution is 1:5. The concentration of the diluted sample must be > 200 iu/ml. After dilution, multiply the result by the dilution factor. Please note: the autoantibodies are heterogeneous and this gives rise to non-linear dilution phenomena for individual samples." The investigation did not identify a product problem.